Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "it is important to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using tdi information to adjust insulin, customer acknowledged and understood.